Manufacturer narrative:
(B)(4). The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during a procedure of open reduction for fractures on the maxilla, two screws broke consecutively. Other screws (2.0 mm x 5 mm screws) were used to complete the surgery without any delay. It is reported the surgeon was able to remove the broken portion of the screws from the patient's bone; therefore, no foreign body was left in the patient. It is reported there were no complications reported as a result of this issue.

Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. Without a product return, x-rays, scans, or pictures, no product evaluation is able to be conducted.